Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The pump had come in contact with liquid and had been dropped some time in the past. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.